Event description:
The patient initially stated that while she was lifting up her underwear and pants an hour ago on (B)(6), the v-go fell off of her abdomen. The patient later clarified that there was no interference with her clothing when the v-go fell off.

Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the device fell off is confirmed. The device was returned with 70% of the adhesive protective liner still intact to the foam pad, which could result in incomplete adhesive contact to the skin.